Event description:
A pt sample tested with mts a/b/d monoclonal and reverse grouping card lot#010606037-24 gave negative reactions in the anti-d microtube.

Manufacturer narrative:
Sample was submitted for investigation. Customer's complaint was verified. According to mts testing, sample is most likely a true weak d example, reacting negative in gel and positive in tube at ahg only. Incident is most likely sample related. Labeling cautions the user as follows: very weak expressions of the d antigen may not be detected by the mts monoclonal anti-d-gel card. In instances where confirmation of d negative antigen status is required, negative d reactions obtained with the mts monoclonal anti-d should be retested with an anti-d reagent licensed for antiglobulin phase testing. The category dvi epitope expression of the d antigen has not been found positive with this reagent. Less than optimal test cell concentrations may result in test reactions, which cannot be fully observed. A d+ pt erroneously typed as d negative: (1) would receive d negative blood and (2) migth receive anti-d immunoglobulin during or after pregnancy or after transfusion of d positive blood transfusion of d negative blood products to a d positive pt is of no clinical significance. The unnecessary receipt of anti-d immunoglobulin carries a risk of adverse reactions. The likelihood of a serious injury is remote in this situation. A false negative result would lead to withholding of anti-d immunoglobulin in a non-rhd immunized mother and subsequent risk (1-10%) of d immunization. The severity level is severe/life threatening due to the cumulative potential risks of a false neg. Although serious transfusion reactions due to anti-d are not usual, they are probably not remote. Although the lack fo reactivity may be due to the biological variability of the pt d antigen expression of the cells, the gel card malfunction could not be ruled out as a contrubuting factor.